Event description:
It was reported since having physical therapy the patient suddenly felt increased stimulation intensity and a temporary change in location of stimulation. Patient also feels stimulation even when he turns the ipg off to charge. Attempts to obtain additional information regarding the patient's condition and/or device status were unsuccessful. According to the manufacturer's device registration system, the ipg remains implanted. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.